Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a concentration change was made on 2013-11-08 at 1554 from 5mg/ml to 10mg/ml dilaudid but there was no new concentration or bridge bolus programmed. A dose change from 5.75mg/day to 7.0037mg/day was also made and was correctly programmed. The patient was asymptomatic as far as receiving double the programmed dose (14mg/day) for the past 2 or more days. It was stated that the patient received double the dose once the old concentration cleared the system after the first 24 hours. The doctor stated that the patient was still complaining of pain and he would be titrating up the dose per his discretion. The doctor was not to utilize the physician programmer until the patient had reached efficacy to his satisfaction. It was later reported that the doctor was walked through the programming corrections and the patient was currently doing well.